Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During prep of a 3.0x23mm cypher select plus sds, a crack was noted in the hub. The device was not used in the patient.